Manufacturer narrative:
Batch m59552 is the only batch within scope of this investigation. Thermacare batches are produced as individual lots. DHR, reserve samples, and trending were evaluated. No quality issues were identified. Review of the batch device history record for this batch concludes all release requirements were met. Review of manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met required wrap batch average temperatures. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would cause an adverse event; skin irritation. Visual inspection of a retain sample included one carton with three pouched wraps inside. There were no obvious defects observed. An evaluation of complaint history confirms that a trend does not exist for this batch. Previous complaints have not been confirmed to have a manufacturing root cause related to subclass. Conclusion: root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports, "the glue that adhered to the skin irritated her." Cause of adverse event is inconclusive since review of records does not provide evidence to support defective product. Product effect may vary with each individual. Plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met product description and product is within expiration date. Product quality for the batch is not impacted by this complaint. Reasonable suggest device malfunction was no. Site sample status was not received.

Event description:
Event verbatim [preferred term]. It was itchy and red on her neck [rash erythematous], a rash, itchy and red on her neck [rash pruritic]. Narrative: this is a spontaneous report from a contactable consumer. A 66-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: m59552, expiration date: sep2018) from (B)(6) 2016 for pain in her neck area and pain in her left shoulder. The patient's medical history includes allergy to band aids and gluten sensitivity (reported as has to use paper tape as the doctor informed the patient she is allergic to the gluten in the adhesive). Concomitant medications were reported as none. On (B)(6) 2016, the patient reported after she put the product on she experienced a rash and had to take it off. She stated she used it for not even an hour and it was itchy and red on her neck. There were no defects in the wrap like cuts, tears, holes or leaks. The patient did not modify or change the wrap in any way. She did not feel the wrap was getting too hot and did not put the wrap in the microwave. The patient did not use the wrap overnight or while sleeping and did not apply any pressure over the wrap. She used the wrap over healthy skin and over the correct part of the body. The patient did not wear more than 2 layers of clothing over the wrap and did not use more than 1 heatwrap per day. Action taken with the suspect product was permanently withdrawn on an unspecified date. The patient received unspecified therapeutic measures as a result of the events. It was reported the patient was hospitalized on an unspecified date as a result of the events. Clinical outcome of the events was resolved on an unspecified date. Device was available for evaluation. Product investigation results were as follows: batch m59552 is the only batch within scope of this investigation. Thermacare batches are produced as individual lots. DHR, reserve samples, and trending were evaluated. No quality issues were identified. Review of the batch device history record for this batch concludes all release requirements were met. Review of manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met required wrap batch average temperatures. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would cause an adverse event; skin irritation. Visual inspection of a retain sample included one carton with three pouched wraps inside. There were no obvious defects observed. An evaluation of complaint history confirms that a trend does not exist for this batch. Previous complaints have not been confirmed to have a manufacturing root cause related to subclass. Conclusion: root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports, "the glue that adhered to the skin irritated her." Cause of adverse event is inconclusive since review of records does not provide evidence to support defective product. Product effect may vary with each individual. Plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met product description and product is within expiration date. Product quality for the batch is not impacted by this complaint. Reasonable suggest device malfunction was no. Site sample status was not received. Follow up (01jun2016): new information received from a contactable consumer includes: past medical history, additional suspect product indication, action taken with suspect product, events outcome, therapeutic measures taken and hospitalization required. Follow-up (29jul2016): follow-up attempts are completed. No further information is expected. Follow-up (29oct2019): this is a follow up spontaneous report received from a product quality complaint group: case has been upgraded to reportable MDR. Follow-up (10jan2020): new information received from a product quality complaint group includes product investigation summary results. Follow-up (09jan2020): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 10jan2020 was instead received on 09jan2020. Follow-up attempts are completed. No further information is expected. Comment: based on the available information, the event "rash, itchy and red on her neck" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Batch m59552 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she got rash from wrap. The cause of the rash is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the third complaint for the sub class adverse event safety request for investigation received at the site requiring an evaluation for this batch. The previous complaints have not been confirmed to have a manufacturing root cause related to the subclass. Per (B)(4), complaint trending guideline, effective(B)(6) 2019, a visual evaluation was performed to identify a potential. On the basis of this evaluation, a trend does not exist for this batch. Site sample status was not received.

Event description:
Event verbatim [preferred term]. It was itchy and red on her neck [rash erythematous], a rash, itchy and red on her neck [rash pruritic]. Narrative: this is a spontaneous report from a contactable consumer. A 66-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: m59552, expiration date: sep2018, date of manufacture: 25oct2015) from (B)(6) 2016 for pain in her neck area and pain in her left shoulder. The patient's medical history includes allergy to band aids and gluten sensitivity (reported as has to use paper tape as the doctor informed the patient she is allergic to the gluten in the adhesive). Concomitant medications were reported as none. On 17apr2016, the patient reported after she put the product on she experienced a rash and had to take it off. She stated she used it for not even an hour and it was itchy and red on her neck. There were no defects in the wrap like cuts, tears, holes or leaks. The patient did not modify or change the wrap in any way. She did not feel the wrap was getting too hot and did not put the wrap in the microwave. The patient did not use the wrap overnight or while sleeping and did not apply any pressure over the wrap. She used the wrap over healthy skin and over the correct part of the body. The patient did not wear more than 2 layers of clothing over the wrap and did not use more than 1 heatwrap per day. Action taken with the suspect product was permanently withdrawn in 2016. The patient received unspecified therapeutic measures as a result of the events. It was reported the patient was hospitalized in 2016 as a result of the events. Clinical outcome of the events was resolved in 2016. Device was available for evaluation. Product investigation results were as follows: batch m59552 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she got rash from wrap. The cause of the rash is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the third complaint for the sub class adverse event safety request for investigation received at the site requiring an evaluation for this batch. The previous complaints have not been confirmed to have a manufacturing root cause related to the subclass. Per (B)(4), complaint trending guideline, effective (B)(6) 2019, a visual evaluation was performed to identify a potential. On the basis of this evaluation, a trend does not exist for this batch. Site sample status was not received. Follow up (01jun2016): new information received from a contactable consumer includes: past medical history, additional suspect product indication, action taken with suspect product, events outcome, therapeutic measures taken and hospitalization required. Follow-up (29jul2016): follow-up attempts are completed. No further information is expected. Follow-up (29oct2019): this is a follow up spontaneous report received from a product quality complaint group: case has been upgraded to reportable MDR. Follow-up (10jan2020): new information received from a product quality complaint group includes product investigation summary results. Follow-up (09jan2020): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 10jan2020 was instead received on 09jan2020. Follow-up attempts are completed. No further information is expected. Follow-up (10jan2020): new information received from the product quality complaint group included updated investigational results. No follow-up attempts are needed. No further information is expected., comment: based on the available information, the event "rash, itchy and red on her neck" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] it was itchy and red on her neck [rash erythematous] , a rash, itchy and red on her neck [rash pruritic]. Case narrative:this is a spontaneous report from a contactable consumer. A 66-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: m59552, expiration date: sep2018) from (B)(6)2016 for pain in her neck area and pain in her left shoulder. The patient's medical history includes allergy to band aids and gluten sensitivity (reported as has to use paper tape as the doctor informed the patient she is allergic to the gluten in the adhesive). Concomitant medications were reported as none. On (B)(6)2016, the patient reported after she put the product on she experienced a rash and had to take it off. She stated she used it for not even an hour and it was itchy and red on her neck. There were no defects in the wrap like cuts, tears, holes or leaks. The patient did not modify or change the wrap in any way. She did not feel the wrap was getting too hot and did not put the wrap in the microwave. The patient did not use the wrap overnight or while sleeping and did not apply any pressure over the wrap. She used the wrap over healthy skin and over the correct part of the body. The patient did not wear more than 2 layers of clothing over the wrap and did not use more than 1 heatwrap per day. Action taken with the suspect product was permanently withdrawn on an unspecified date. The patient received unspecified therapeutic measures as a result of the events. It was reported the patient was hospitalized on an unspecified date as a result of the events. Clinical outcome of the events was resolved on an unspecified date. Device was available for evaluation. Product investigation results were as follows: batch m59552 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Document review summary: batch m59552 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would cause an adverse event; skin irritation. Visual resrv sample eval desc.: the visual inspection of a retain sample included one carton with three pouched wraps inside. There were no obvious defects observed. Lot trend assmt. & rationale: lot trend actions taken: an evaluation of the complaint history confirms that this is the a trend does not exist for this batch. Second complaint for the sub class adverse event safety request for investigation. The previous complaints have not been confirmed to have a manufacturing root cause related to the subclass. Conclusion: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports, "the glue that adhered to the skin irritated her." The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonable suggest device malfunction was no. Site sample status: not received. Follow up (01jun2016): new information received from a contactable consumer includes: past medical history, additional suspect product indication, action taken with suspect product, events outcome, therapeutic measures taken and hospitalization required. Follow-up (29jul2016): follow-up attempts are completed. No further information is expected. Follow-up (29oct2019): this is a follow up spontaneous report received from a product quality complaint group: case has been upgraded to reportable MDR. Additional information has been requested and will be provided as it becomes available. Follow-up (10jan2020): new information received from a product quality complaint group includes product investigation summary results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the available information, the event "rash, itchy and red on her neck" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the available information, the event "rash, itchy and red on her neck" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Batch m59552 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Document review summary: batch m59552 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would cause an adverse event; skin irritation. Visual resrv sample eval desc.: the visual inspection of a retain sample included one carton with three pouched wraps inside. There were no obvious defects observed. Lot trend assmt. & rationale: lot trend actions taken: an evaluation of the complaint history confirms that this is the a trend does not exist for this batch. Second complaint for the sub class adverse event safety request for investigation. The previous complaints have not been confirmed to have a manufacturing root cause related to the subclass. Conclusion: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports, "the glue that adhered to the skin irritated her." The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufact.

Event description:
It was itchy and red on her neck [rash erythematous] , a rash, itchy and red on her neck [rash pruritic]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6)-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: m59552, expiration date: sep2018) from (B)(6) 2016 for pain in her neck area and pain in her left shoulder. The patient's medical history includes allergy to band aids and gluten sensitivity (reported as has to use paper tape as the doctor informed the patient she is allergic to the gluten in the adhesive). Concomitant medications were reported as none. On (B)(6) 2016, the patient reported after she put the product on she experienced a rash and had to take it off. She stated she used it for not even an hour and it was itchy and red on her neck. There were no defects in the wrap like cuts, tears, holes or leaks. The patient did not modify or change the wrap in any way. She did not feel the wrap was getting too hot and did not put the wrap in the microwave. The patient did not use the wrap overnight or while sleeping and did not apply any pressure over the wrap. She used the wrap over healthy skin and over the correct part of the body. The patient did not wear more than 2 layers of clothing over the wrap and did not use more than 1 heatwrap per day. Action taken with the suspect product was permanently withdrawn on an unspecified date. The patient received unspecified therapeutic measures as a result of the events. It was reported the patient was hospitalized on an unspecified date as a result of the events. Clinical outcome of the events was resolved on an unspecified date. Follow up (01jun2016): new information received from a contactable consumer includes: past medical history, additional suspect product indication, action taken with suspect product, events outcome, therapeutic measures taken and hospitalization required. Follow-up (29jul2016): follow-up attempts are completed. No further information is expected. Follow-up (29oct2019): this is a follow up spontaneous report received from a product quality complaint group: case has been upgraded to reportable MDR. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information, the event "rash, itchy and red on her neck" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. Comment: based on the available information, the event "rash, itchy and red on her neck" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.